Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. The sensor glucose value was 6.2 mmol/l and blood glucose was 10.8 mmol/l. The insulin delivery was suspended due to sensor glucose verses blood glucose value. The sensor will not be returned for analysis.